Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's mother reported that after removing a pod, her son experienced redness, pain and swelling at the infusion site (back). The pod was worn between 49 and 71 hours. The patient's blood glucose level was over 250 mg/dl during the event. They consulted their doctor who prescribed nitrofurantoin antibiotic ointment for treatment.